Event description:
This involves 2 procedures on 2 pts and 3 devices of the same lot #a14899. Device # 1 - did not "fire". Device # 2 - piece of metal fell off the device during the procedure in pt. Device # 3 - piece of metal was found in the scope during the procedure. (B)(4).

Event description:
Date of event for patient # 2: (B)(6) 2012. This involves 2 procedures on 2 pts and 3 devices of the same lot #a14899. Device # 1 - did not "fire". Device # 2 - piece of metal fell off the device during the procedure in pt. Device # 3 - piece of metal was found in the scope during the procedure. (B)(4).